Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an audio anomaly. The customer's blood glucose level was 207 mg/dl. Audio issue confirmed during the call. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test. Device received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly.